Event description:
During set up for cardiopulmonary bypass procedure, it was reported that the power supply failed to start up. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.